Manufacturer narrative:
Only the first initial of the initial reporter's last name was provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal morphine via an implantable pump for arachnoiditis and spinal pain. The dose and concentration were unknown. It was reported that the pump was alarming every 10 minutes. It was noted that the patient was in (B)(6) from (B)(6). The pump alarm sounded like a critical alarm. The pump needed to be interrogated to determine the cause of the alarm. The patient was going to be back in (B)(6) on (b(6) 2017 and could follow up with her physician there or have a local manufacturing representative paged for further assistance. There were no symptoms reported. It was later reported that the pump was still alarming (as of (B)(6) 2017). It was reported that the pump was ¿missing medication.¿ it was clarified that the pump was empty. The patient did not know why she ran out of medication. She was told she had enough medication for a month, 32 days. The patient went to the emergency room and was told that if she called the device manufacturer, they could silence the alarm. The patient was going to have the pump filled upon returning home on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.